Manufacturer narrative:
The root-cause could not be determined, although it could not be excluded to be sample-related, patient¿s antibody being weak and/or at detection limit of the reagents and techniques used. No product failure is identified. No biased result was reported to a physician the patient was not harmed.

Event description:
Customer stated on a voice of the customer survey (B)(4) the vision missed kidd antibodies. A follow up was done and she could not provide any specific details regarding this event in which the vision posted either negative or question marks for an antibody screen test on a patient that was known to have the anti-jka antibody. This sample was tested by the tube method and the results were as she expected, anti-jka was identified.she was dissatisfied the vision did not produce positive results like the tube method did.event occurred on or about (B)(6) 2019customer reported the tube method results.(B)(6) discussed possible causes in general terms since she had no specific details about this event. (B)(6) advised customer to contact ortho in order to investigate in a timely manner. Customer expressed understanding and was satisfied with the information provided.the vision is currently operating as expected.